Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device reached recommended replacement time (rrt) earlier than expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed that a recommended replacement time (rrt) alert was triggered on (B)(6) 2015. The daily battery trend data shows gradual rise of battery impedance indicating premature rrt alert, without corresponding battery depletion.